Manufacturer narrative:
(B)(4) the customer returned one dilator for analysis. Evidence of use was observed on the returned device. Visual analysis of the returned dilator revealed the tip was split in multiple locations. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The dilator body measured 4" which is within the specification of 3.75" - 4.25" per dilator product drawing. The dilator outer diameter measured 0.1358" which is within the specification of 0.135" - 0.138" per dilator product drawing. A lab inventory guide wire with a diameter of 0.826mm passed through the returned dilator with no resistance. Performed per the instructions for use provided with the kit which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage.". The customer report of a damaged dilator tip was able to be confirmed via complaint investigation of the returned sample. The dilator tip was split in multiple locations. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The returned dilator met all relevant functional/dimensional requirements, and a device history record review performed based on a potential lot number from sales history did not reveal any relevant findings. Based on the results of this investigation and the customer report that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the doctor found the dilator tip torn during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor found the dilator tip torn during the procedure. No patient harm reported. The device was replaced. The p atient's condition is reported as fine.